Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue reported: the staple was stuck and did come out of the stapler. Patient's condition was reported as fine.